Event description:
On 07/30/2012 covidien was informed of a customer who had an issue with a red rubber catheter. The attorney alleges that on (B)(6) 2012, the patient underwent a tonsillectomy and adenoidectomy. The patient was placed under general anesthesia. A cuffed endotracheal tube was used and a davis mouth gag was inserted. A red rubber catheter was placed to elevate the soft palate. The adenoid bed was inspected and noted to be hypertrophic. It was taken down using the adenoid curette. Nasopharynx was packed with cottonoid sponges. At this point, the right tonsil was grasped and as soon as the mucosa was excised, a flash erupted and there was flame. The flame was extinguished immediately with the doctor's hand as well as water, and once the flame was extinguished, the bovie had been taken out prior to this, it was noted that the red rubber catheter had melted in two pieces. This red rubber catheter was removed. It was noted that the string from the sponges were separated from the sponges, although not burned. The string was removed and the sponges were removed from the nasal cavity. The tonsil itself and the remainder of the oral cavity appeared to be completely normal with no evidence of injury. The area of injury that was noted was on the right lateral commissure at the level of the lip. The upper portion and the lower portion of the commissure area of the lip appeared to have suffered a first degree burn. This was transmitted into the oral mucosa on the right hand side at the very anterior portion of the mouth. The remainder of the mouth was normal. At this point, it was elected to proceed using the starion forceps. The right tonsil was grasped and excised using the starion forceps. Hemostasis was established with the suction cautery. The left tonsil was also grasped with tonsillar tenacelum and excised using the starion forceps, and again hemostasis was controlled with the suction cautery. A fresh red rubber catheter was placed at the nose to elevate adenoid bed. A small amount of bleeding was cauterized using the suction cautery and there was no more bleeding noted from the adenoid tissue. At this point, the mouth was copiously irrigated with saline solution and an og tube was passed into the stomach to drain the stomach contents. At the time of the flash and the flame, immediately upon seeing it, the instruments were removed and water was placed in the area and the flame was extinguished within seconds of identifying it. At this point, the lateral commissure was injected with 1 ml of kenalog 10 mg. Bacitracin ointment was placed over the area. A plastic surgeon was called to ensure that nothing further needed to be done to this error and the surgeon stated that nothing further needed to be done. As a result, the patient was awakened and transferred to the recovery room.

Manufacturer narrative:
(B)(4).the following information was previosuly reported and should be omitted: there was evidence of corrosion found under the up, down and contrast button contacts.